Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a low anterior resection procedure, during a lengthy low anterior resection, the upper jaw broke off. The surgeon mentioned that he was very rough with the device and undoubtedly sheared off the jaw when attempting to transect thick, diseased tissue. Case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p91l6n. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.